Manufacturer narrative:
Other text: additional evaluation information: a review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a home care client called customer service to report a leaking administration set at the filter site. Client claimed every time he received IV therapy the set would leak or form fluid at the filter site in the administration set. Client stated he is receiving IV therapy through spectrum nursing and the pharmacy provider is calea which he has informed of the issue. No patient injury reported. Additional information received via email on the 23-dec-2022 and attached to complaint object: there is no facility name. The client/patient called from his home. He called customer service to complain.

Manufacturer narrative:
Other text: b3: date of event unknown. No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.